Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the saw blade hit a soft spot and skived into the cortex leaving behind the appearance of a notch. Surgeon is concerned of this patient fracturing her femur due to the notch.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the saw blade hit a soft spot and skived into the cortex leaving behind the appearance of a notch. Surgeon is concerned of this patient fracturing her femur due to the notch. The device malfunctioned and per case basis it was deemed that this malfunction can lead to a serious injury.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.